Manufacturer narrative:
During the investigation on feb. 25, 2025, the autopulse platform (sn (B)(6) ) failed the load cell characterization test, due to a failure of single point load cell #1. The autopulse platform passed the initial functional testing without error or fault. The platform was subjected to a run-in test for 6 minutes using a large resuscitation test fixture (lrtf), and the platform passed without error or fault. Upon further testing, the platform failed the load cell characterization check. The single point load cell #1 was replaced to address the observed failure. Following service, the autopulse platform passed the load cell characterization test and 15-minute run-in test without any fault or error. The autopulse platform passed the final test without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the autopulse platform with sn (B)(6).

Event description:
During the investigation on feb. 25, 2025, the autopulse platform (sn (B)(6) ) failed the load cell characterization check. No patient involvement.